Event description:
While the surgeon was positioning the heart the hcp suspected no forward flows during bypass. The console was changed-out and the case was completed with a roller-pump. The hcp reported no subsequent change to the pt status.